Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "during the explant surgery, tore shell at periphery (illegible) clamp" which is considered not device related. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ use error: not applicable as the event is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/15/2024.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "during the explant surgery, tore shell at periphery (illegible) clamp" which is considered not device related. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device has been explanted.